Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. No lot number has been provided. A device history lot number cannot be reviewed. D4 no UDI available due to no list or lot number provided.

Event description:
The event involved an unspecified plum IV tubing set where it was reported the IV tubing set had particulate in it. Discoloration was noted in 2 small chambers of cassette as well. Material is hard in nature and close to cassette between pump and patient. The event occurred prior to use on a patient. There was no adverse event and no delay in therapy.